Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The lay user/patient contacted lifescan customer service in 2009, alleging that the onetouch ultra was not powering on, which first occurred two days prior "midday." The patient claimed she became shaky and dizzy at an unspecified time after the power issue began; however, she denied receiving any forms of treatment. It is unknown what actions the patient took after the power issue began, regarding her activity levels, food intake, and medications. No blood glucose results were reported. It would be helpful to know how often the patient tests and what diabetes medications she takes. It would also be helpful to know how much time passed from the time the power issue first occurred to when the symptoms started. According to customer service, the meter turned on during troubleshooting. Based on the provided information at this time, this complaint is being reported because the patient allegedly developed symptoms suggestive of hypoglycemia after the power issue began. Replacement products were sent to the patient.